Manufacturer narrative:
(B)(4). Date sent: 03/05/2020. D4: batch # r5ar8x. Device analysis: the analysis results found that the tlc55 device was received with no apparent damage and with two reloads present. The reloads (b & c) were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Reload b:tcr55, p57g7j fullyu fired. Reload c: tcr55, r5ar0a fullyu fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2020) is known. Batch #unk the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, there were malformed staples at the proximal end of the staple line. Two blue reloads were used and the same issue occurred. A second like stapler was used to complete the procedure. There were no patient consequences reported.